Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the patient line of the homechoice cassette and the transfer set which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during drain three of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a disconnection between the patient line of the homechoice cassette and the transfer set that led to this alarm. The hp confirmed that they tightened the connection before therapy started. There was no damage or leak noticed on the supplies. Renal therapy services (rts) assisted the hp with ending therapy and reviewed proper procedures per the user manual. The hp would contact the nurse about the missed therapy. It was further reported the transfer set was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.